Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient stopped charging and the ipg became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.